Event description:
It was reported that the right ventricular (rv) lead showed a possible lead fracture. It was also reported there was possible oversensing as well as varying impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).